Event description:
It was reported on (B)(6) 2023 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The clip was implanted. The final mr grade was 1. In (B)(6) 2024, the patient presented with breathlessness. A single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. On (B)(6) 2025 a second clip intervention was performed. The patient had challenging anatomy. An attempt was made to grasp in between the first clip and calcium in the posterior leaflet where the conversion mr pisa was. While attempting to grasp, interaction between the leaflets and grippers. Reversing maneuvers freed the leaflets from the grippers. Four attempts were made to grasp and it was noted that the tactile marker gripper was not lowering adequately. Troubleshooting was performed to lock and unlock the clip but was unsuccessful. The decision was made to remove the clip from the patient. A new mitraclip xt was used to stabilize the first clip. Additional troubleshooting was performed on the clip outside of the patient. The non-tactile marker did not drop and the gripper line was broken. The grippers were reportedly cycled 13 times. Per the physician, the slda may have occurred due to orientation might not have been achieve adequately due to the presence of the calcium ridge. The final mr grade remained at 4.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and broken gripper line was confirmed via device analysis. The reported difficult positioning in anatomy associated with gripper interacting with the leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported gripper interacting with the leaflets was due to procedural circumstances. The reported broken gripper line was likely related to the gripper interacting with the leaflets as no issues were noted before this. The reported single gripper actuation issue was a cascading event for the reported broken gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The clip was implanted. The final mr grade was 1. On (B)(6) 2024, the patient presented with breathlessness. A single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. On (B)(6) 2025, a second clip intervention was performed. The patient had challenging anatomy. An attempt was made to grasp in between the first clip and calcium in the posterior leaflet where the conversion mr pisa was. While attempting to grasp, interaction between the leaflets and grippers. Reversing maneuvers freed the leaflets from the grippers. Four attempts were made to grasp and it was noted that the tactile marker gripper was not lowering adequately. Troubleshooting was performed to lock and unlock the clip but was unsuccessful. The decision was made to remove the clip from the patient. A new mitraclip xt was used to stabilize the first clip. Additional troubleshooting was performed on the clip outside of the patient. The non-tactile marker did not drop and the gripper line was broken. The grippers were reportedly cycled 13 times. Per the physician, the slda may have occurred due to orientation might not have been achieve adequately due to the presence of the calcium ridge.